Manufacturer narrative:
Other, other text: b5: additional information was received on 29-nov-2022 via email and attached to complaint object: the date of event was 23-nov-2022. Reported event did not occur during patient use and no patient harm occurred. No medical intervention was needed and no concomitant medical products and therapy dates. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found ror code 41541 message. Functional testing found the problem was not duplicated during the investigation. Found an error 41541 message in the device information folder and in the pump's event history logs. The error code will be cleared and replaced latched flex sensor as preventative measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error message of 41541. No patient injury was reported.